Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy. Review of the egms revealed an initial appropriate diagnosis of svt, but as the svt rate increased, it fell in the vf zone. Programming changes were recommended.